Event description:
It was reported that the patient presented in clinic to receive an aveir vr leadless pacemaker (lp) system. Information received notes that during the procedure, the helix of the initial implant had sprung. This was confirmed by fluoroscopy. The procedure was completed using an alternate lp and delivery catheter on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis showed that the outer helix was not within specification which is consistent with procedure related damage. Electrical tests were performed and the device exhibited normal electrical characteristics without any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.